Manufacturer narrative:
H.6. Investigation summary: one open 32g x4mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320136. A clog test was carried out on the returned open sample and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample or photos therefore no root cause can be identified. H3 other text : see section h.10

Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp experienced leakage after use. The following information was provided by the initial reporter: sometimes drug leaked after injection.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp experienced leakage after use. The following information was provided by the initial reporter: sometimes drug leaked after injection.